Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level reached 500 mg/dl. The customer changed supplies and resumed insulin therapy. However, occlusions continued and the customer reverted to manual dose injections for insulin therapy.